Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had to have a test done and needed to go to the healthcare professional (hcp) to have her device shut off. The patient noted that she needed to turn their device off because she was given a shot close to the bladder part of her left buttocks and it was burning and she could feel the vibration. The patient confirmed that the shot was unrelated to device or therapy and that she received shots for her back. The patient stated that they usually did the shots on the right side and that she had told them to not mess with the left side. The patient further explained that they gave her a shot on the wrong side the day before report and it was close to the stimulator location. The patient stated that as soon as they gave her the shot she started experiencing burning. The patient noted that she were not under anesthesia when they gave her the shot and that they usually gave her anesthesia so she would not feel it. The patient noted that her hcp kept her patient programmer (pp) and was advised to follow up with their hcp. No further complications were reported or were expected.